Event description:
A customer reported that during the "quadrant stage" of a cataract extraction procedure, the tip failed which caused the posterior capsule to rupture. Vitreous was observed, therefore, an anterior vitrectomy was done to complete the procedure with no further harm to the patient. After the procedure, the customer examined the tip under the microscope and noticed a "lower tip failure."

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).